Manufacturer narrative:
The customer replaced the breath delivery (bd) central processing unit (cpu)printed circuit board (pcb). A service engineer (se) loaded the software to the unit and ran testing. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an inoperable error code and became inoperative. The patient was placed on an alternate ventilator and was not harmed as a result of the reported event.